Event description:
A home patient contacted baxter's technical service center regarding the end of the transfer set falling off (minicap). The technical service representative (tsr) advised the home patient to contact the nurse. The home patient could not recall anything strange regarding the minicap, only that when she went to perform an exchange in 2006, although prophylactic antibiotics were administered (keflex 500mg 1 orally for 5 days), there was no patient injury or further medical intervention required.